Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The parent reported that the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced nausea and vomiting. The patient was taken to the emergency department (ed) by the parent. At the ed, the cgm was reading 260 mg/dl and the blood glucose reading was 589 mg/dl. The patient was admitted to intensive care unit (ICU) and treated with insulin and fluids via central line. There was no documentation of further medical evaluation or intervention. The patient was discharged after 5 days and was experiencing stomach issues at the time of the call. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.